Event description:
The customer reported internal paddles did not discharge.

Manufacturer narrative:
The customer reported the internal paddles did not discharge. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.